Manufacturer narrative:
This report is associated with argus case (B)(4) biotene moisturizing mouth spray (2013 formulation).

Event description:
Thought it was a heart attack [heart attack]. Horrible indigestion/ horrible case of heartburn [indigestion]. Horrible burning sensation in chest [chest burning]. A lot of pain [pain]. Acid reflux outbreak in chest [esophageal reflux aggravated]. Case description: this case was reported by a consumer via call center representative and described the occurrence of heart attack in a (B)(6) male patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number (B)(4), expiry date 30th november 2017) for dry mouth. Concurrent medical conditions included gastroesophageal reflux disease and chronic obstructive pulmonary disease. Concomitant products included glucose oxidase (biotene oral balance gel (2013 formulation)), aclidinium bromide (tudorza genuair), pantoprazole and gaviscon nos (gaviscon). In 2015, the patient started biotene moisturizing mouth spray (2013 formulation). On (B)(6) 2016, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced heart attack (serious criteria gsk medically significant), indigestion, chest burning, pain and esophageal reflux aggravated. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the heart attack, indigestion, chest burning, pain and esophageal reflux aggravated were unknown. It was unknown if the reporter considered the heart attack, chest burning and pain to be related to biotene moisturizing mouth spray (2013 formulation). The reporter considered the indigestion and esophageal reflux aggravated to be related to biotene moisturizing mouth spray (2013 formulation). Additional details, consumer reported of having used the biotene mouth spray and biotene gel for about a year. Consumer reported that after taking the biotene mouth spray, within less than 10 seconds he started feeling a burning sensation in his chest. He reported that the product gave him horrible indigestion and that he was in a lot of pain. He also reported that the product made him have an acid reflux breakout in his chest(added as condition aggravated of gerd). He also had a horrible case of heart burn(added in dyspepsia) that lasted for 2 hours between 4 am and 6 am. Consumer briefly reported that he had been rushed to the hospital three times recently thinking that he was having a heart attack. Consumer reported using the product for dry mouth as he was on about 9 different medications including various mouth sprays. The heart burn recovered on (B)(6) 2016. It was unknown if the reporter considered heartburn to be related to biotene moisturizing mouth spray.

Manufacturer narrative:
Report 1718912-2016-00019 is associated with argus case (B)(4) biotene moisturizing mouth spray (2013 formulation).

Event description:
Thought it was a heart attack [heart attack]. Horrible indigestion/ horrible case of heartburn [indigestion]. Horrible burning sensation in chest [chest burning]. A lot of pain [pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of heart attack in a (B)(6) male patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number (B)(4), expiry date 30th november 2017) for dry mouth. Concurrent medical conditions included gastroesophageal reflux disease and chronic obstructive pulmonary disease. Concomitant products included glucose oxidase (biotene oral balance gel (2013 formulation)), aclidinium bromide (tudorza genuair), pantoprazole and gaviscon nos (gaviscon). In 2015, the patient started biotene moisturizing mouth spray (2013 formulation). On (B)(6) 2016, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced heart attack (serious criteria gsk medically significant), indigestion, chest burning, pain and esophageal reflux aggravated. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the heart attack, indigestion, chest burning, pain and esophageal reflux aggravated were unknown. It was unknown if the reporter considered the heart attack, chest burning and pain to be related to biotene moisturizing mouth spray (2013 formulation). The reporter considered the indigestion and esophageal reflux aggravated to be related to biotene moisturizing mouth spray (2013 formulation). Additional details, consumer reported of having used the biotene mouth spray and biotene gel for about a year. Consumer reported that after taking the biotene mouth spray, within less than 10 seconds he started feeling a burning sensation in his chest. He reported that the product gave him horrible indigestion and that he was in a lot of pain. He also reported that the product made him have an acid reflux breakout in his chest(added as condition aggravated of gerd). He also had a horrible case of heart burn(added in dyspepsia) that lasted for 2 hours between 4 am and 6 am. Consumer briefly reported that he had been rushed to the hospital three times recently thinking that he was having a heart attack. Consumer reported using the product for dry mouth as he was on about 9 different medications including various mouth sprays. The heart burn recovered on (B)(6) 2016. It was unknown if the reporter considered heartburn to be related to biotene moisturizing mouth spray. Follow up received on 11 july 2016 consumer reported that he had been told by his medical doctor that biotene was not responsible for his acid reflux. After doctor's consultation, the consumer was told that food and drinks are responsible for his acid reflux. The reporter considered the esophageal reflux aggravated to be unrelated to biotene moisturizing mouth spray (2013 formulation).